Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use oil gel globules are visible with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: cat 357958 tube. They boast capping of needles by separating gel. Oily-looking bubbles are visible to the naked eye floating. They do not rule out the presence of fibrin, but the preanalytic detects it and warns them (it is prior to the introduction of the tube in the chemistry equipment). They wonder why the tubes cannot be recentrifuged. The product was not storage at high temperature.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and fibrin was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Retention samples could not be evaluated since a lot number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use oil gel globules are visible with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: cat 357958 tube. They boast capping of needles by separating gel. Oily-looking bubbles are visible to the naked eye floating. They do not rule out the presence of fibrin, but the preanalytic detects it and warns them (it is prior to the introduction of the tube in the chemistry equipment). They wonder why the tubes cannot be recentrifuged. The product was not storage at high temperature.